Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration, the motor rpm's were below specification, and the reciprocating arm was corroded; however, the repair was not completed because the device could not be disassembled completely. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device "would not hold blade squarely". No further information provided. It was reported that the device was running roughly. The event occurred before surgery. No harm or delay to the patient. Current repair record found the motor speed was low. There was no adverse event reported as a result of this malfunction.